Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a malfunction on a dreamstation bipap avaps device. The patient's wife reports the device is showing constant error message of low pressure. They have tried to unplug and plug unit back in, turn on/off and it still shows the error message. The hose, filter and mask were replaced. It is reported that device is showing low pressure not a low leak error. This has occurred for about the last 3-4 nights. The error message sems to occur in less than two hours after patient applies the device, often about twenty minutes. Patient has multiple issues and difficulty sleeping without the device. Troubleshooting was done and filters appear to not be philips brand. Patient's wife reports having to refill water chamber after about six hours and did not have to do with previous affected device. Per wife, patient smells a burning smell when water runs out of humidifier. Patient will then have to add more water and that seems to take care of the smell. The device was evaluated by the patient's dme and found to be leaking. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer received information alleging a malfunction on a dreamstation bipap avaps device. The patient's wife reports the device is showing constant error message of low pressure. They have tried to unplug and plug unit back in, turn on/off and it still shows the error message. The hose, filter and mask were replaced. It is reported that device is showing low pressure not a low leak error. This has occurred for about the last 3-4 nights. The error message sems to occur in less than two hours after patient applies the device, often about twenty minutes. Patient has multiple issues and difficulty sleeping without the device. Troubleshooting was done and filters appear to not be philips brand. Patient's wife reports having to refill water chamber after about six hours and did not have to do with previous affected device. Per wife, patient smells a burning smell when water runs out of humidifier. Patient will then have to add more water and that seems to take care of the smell. The device was evaluated by the patient's dme and found to be leaking. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed an air inlet filter was missing. A whitish dust-like contamination was observed in the air inlet, on the blower outlet seal, and on and in the blower motor. A greyish dust-like contamination was observed on the interior side of the top enclosure. The manufacturer observed a small section of the blower box was broken and dried liquid spots (potential liquid ingress) on the bottom of the blower motor, and in the base of the blower box. Dust-like contamination was observed on the front panel, top enclosure, on the rear panel in the base of the bottom enclosure, and on the blower motor. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes that they cannot confirm the complaint of allow pressure alarm or a burning smell and confirmed dust contaminant. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.